Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 500mcg/ml at 34.97mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported a motor stall was seen at initial interrogation. The patient had recently had an MRI. The healthcare provider read the logs and the motor stall recovery had not occurred. Per the healthcare provider the patient did have an MRI on (B)(6) 2017 around 1900. The pump was not read after the MRI. The pump was interrogated and motor stall and tube set messages were reported. The pump motor stalled approximately 1845 on (B)(6) 2017. The patient had previous motor stalls followed by recoveries likely due to previous MRI's on (B)(6) 2017 and (B)(6) 2017. It was noted that the healthcare provider had been interrogating the patient¿s pump 5 or 6 times and the patient reported hearing the audible alarm the day of the report. It was noted that the patient¿s family reported was not beeping on saturday. Each time the pump was read the pump status reports an active motor stall with no recovery in the logs. The healthcare provider updated the pump to silence the audible alarm. The pump would be read again later to see if a motor stall recovery had occurred. No patient symptoms/complications were reported. Pump logs showed estimated early replacement indicator at 56 months. There was a handwritten note on the logs stating the patient¿s wife reported no beeping on (B)(6) 2017. Additional information was received from a healthcare provider on 2017-sep-21. It was reported that additional pump logs received confirmed that a motor stall recovery occurred following an update on (B)(6) 2017. The patient reportedly remained asymptomatic. Additional pump logs showed a motor stall occurred on (B)(6) 2017 at 11:00 and recovered that same day at 11:54. A motor stall occurred (B)(6) 2017 at 11:30 and recovered that same day at 13:00. A motor stall occurred on (B)(6) 2017 at 11:21 and recovered at 11:49 that same day. A motor stall occurred on (B)(6) 2017 at 18:43, tube set occurred on (B)(6) 2017 at 18:43, and recovery occurred on (B)(6) 2017 at 16:56.